Event description:
It was reported that the patient noted that their implantable neurostimulator (ins) was working towards the skin. The patient never noticed this issue until about 3-4 weeks prior to the report and that is when they began to feel some irritation in the area that their ins was implanted. The ins was not outside the skin but it had worked more towards the outside of the skin and the patient could see and feel it. They could almost see where the wires were connected. There was no swelling and they didn¿t think that it was sore but it was annoying, especially if they had their waistband close to that area. The position of the ins had changed with time since the patient was implanted. The patient had no trauma and no weight gain or weight loss. About a week prior to the report the patient had an endoscope procedure where they put a scope into the patient¿s stomach. Since the procedure, the patient had noticed some burning below the area where their ins was. The burning was still present on the day prior to the report but the patient had noticed that it wasn¿t as bad on the day of the report. There was also a little bit of stinging midway between their ins and t heir spine. The patient did tell the doctors that they had an ins before the endoscope procedure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-33, lot # v549686, implanted: (B)(6) 2011-, product type lead; product ID 3998, lot # v541950, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v542025, implanted: (B)(6) 2011, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).